Manufacturer narrative:
Reference record (B)(4). The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced severe abdominal pain. On (B)(6) 2021, the patient went to the emergency room (ER). The patient experienced dehiscence of the stoma wound with abdominal contents coming out. The patient experienced shortness of breath and was diagnosed with septic shock. On (B)(6) 2021, the patient underwent emergency surgery, and the peg-j tubing was removed. The patient was admitted to the intensive care unit (ICU) and intubated. The patient received feeding through an unspecified feeding tube. The patient remained hospitalized on comfort care only. On (B)(6) 2021, the patient died. It was unknown if an autopsy was performed. No further information about the death was available.